Manufacturer narrative:
The device was returned to olympus for inspection. Three attempts were performed to obtain additional information, but no response was received from the customer. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the burnt distal end main body and cover was traced to component failure. However, the most probable cause of foreign materials inside nozzle and auxiliary water channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited burnt distal end main body and cover, and foreign materials inside nozzle and auxiliary water channel. There was no patient involvement.